Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision posterior lumbar fusion performed on (B)(6) 2016. Patient initially underwent a removal of hardware at l5/s1 and had a posterior interbody fusion for adjacent segment disease at l4/5 on the (B)(6) 2016. On (B)(6) 2016, he placed verse screws at l4/5/s1 and plivios cages at l4/5. During the follow up visit surgeon noticed that the patients interbody cages at l4/5 had retropulsed into the spinal canal. Surgeon decided to revise the procedure and reposition the interbody devices more anteriorly to prevent any future adverse injuries to the patient. Upon opening the patient during the revision procedure, noticed that the l4 verse set screws on either side were loose and appeared to have been not torqued off initially during the primary surgery. Repositioned the interbody cages out of the canal and compressed over the l4/5 interbody devices, torqued off the l4 screws. (B)(6) patient.